Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was approximately 6 weeks post operation and stated that the stimulation was not helping their pain at all. During the trial, the patient had 80% relief of their pain, was able to walk better, and function better. Since the implant, the patient had not gotten any efficacy. There were no environmental factors associated with this event. The patient was given 3 high density programming post implant and told to try all three. The patient was seen on (B)(6) 2018 for a 6 week follow-up appointment. During the appointment, all 3 groups were reprogrammed and the patient would try them for 2 weeks. It was unknown if the health care provider (hcp) would want to have an x-ray done to check the lead at this point of time. The issue was not resolved at the time of the report. Additional information was received on 2018-jul-20 from a manufacturer representative. The patient was seen on the day of the report. An x-ray was performed and the lead looked like it was in the same position as post implant. The patient continued to not get efficacy from hd stimulation. During the appointment, the manufacturer representative turned it to ld stimulation. Follow-up was planned with the patient in 2 weeks to see how they were doing. It was confirmed that the manufacturer representative planned to provide further follow-up at that time. Additional information received from the representative. It was reported that the low density stimulation wasn't relieving the patient's pain. The patient planned to play with the 3 groups and would call the representative when they wanted to be reprogrammed again. Additional information was received on 2018-aug-14 from a manufacturer representative reporting that the patient did not have efficacy with low density programming. 3 new groups were added on the day of the report. If there continues to be no efficacy, the patient would follow up with their health care provider (hcp). It was difficult for the patient to put the recharger on and keep it over the top of the battery. Adhesive discs were given to the consumer for this. Additional information received froma manufacturer representative (rep). It was reported that at this time, the hcp has recommended either re-trialing the patient at a higher location or removing the stimulator as it is not helping her pain at all. Patient has been very frustrated and belligerent. It has not been determined as how the patient will proceed. The hcp does not think he will be able to trial above the 5-6-5 lead. Additional information received from a manufacturer representative (rep). It was reported that the device was reprogrammed and the patient continued with no stim response. The hcp is recommending removal of device. Impedences all within limits. Patient feels the stimulation bilaterally, but it does not take her pain away. It was not determined as to why the stim trial worked well and the implant did not.